Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they were feeling lightheaded and experiencing "strong heart beats"; incorrect device programming suspected. The device remains in use. No patient complications were reported as a result of this event.